Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment was cracked. The customer states they had been hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.